Event description:
It was reported that the user¿s ilet pump displayed an ¿unable to proceed¿ alert during fill tubing while the pump was empty and after multiple restart attempts, with no cartridge breakage noted, consistent with a device occlusion/blockage involving the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.